Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, device history record review, a review of labeling, and accuracy testing. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Accuracy testing was completed using retained kits of reagent lot 84115un13 and acceptance criteria was met, which indicates acceptable product performance. Based on the results of this investigation, no malfunction or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed on false positive result on the troponin-I assay for one patient on the architect i2000sr analyzer. The following data was provided (both sids are the same patient): sid (B)(6) initial 0.040 ng/ml, repeat 0.007 ng/ml; sid (B)(6) initial 0.016 ng/ml, repeat 0.013 ng/ml; the customer uses the cutoff of 0.032 ng/ml. Internal quality controls were ok, the instrument logs did not show a problem. There was no impact to patient management.